Event description:
The customer's mother called to report a blank display. The reported blood glucose reading was 200 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a connector not being plugged in properly. The insulin pump also had missing segments on the display. The problem was isolated to the liquid crystal display board.